Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The reported death is listed in the graftmaster instructions for use (IFU) in the potential adverse events as a potential adverse event that may be associated with the use of the graftmaster coronary stent graft in native coronary arteries. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that a perforation was located in the mid left anterior descending artery (lad) and the patient was experiencing arrhythmia and pericardial effusion due to the perforation. The 4.0 x 16 mm graftmaster stent was implanted successfully sealing the perforation; however the patient died. The cause of death was not specified. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the graftmaster stent was implanted successfully, without issue and the perforation appeared to be sealed. A pericardiocentesis was performed for drainage; however, the amount of fluid drained was not large. The patient then went into pulseless electrical activity (pea) and subsequently expired. No additional information was provided.